Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. Upon testing, it was observed that no image was present when the device was connected and switched on. An error code e315 unsupported scope was displayed on the screen. When the plug body was dismantled and tested for moisture, the moisture indicator was triggered by turning pink, evidencing fluid within the plug body. With the outer casing removed, evidence of moisture droplets was noted. How the fluid has entered the device could not be determined. However, fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, an e315 unsupported scope message was received for the device and there was no image. There is no patient involvement and no harm reported to any patient. The intended procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invaded scope connector by the following: connector cap of the leakage tester was attached to the wet venting connector. Leakage tester was attached/detached to the venting connector under water. Furthermore, the instructions for use (IFU) (reprocessing manual) states that water may invade scope connector by the device handling below even though the device was not leaked. Immersed device in fluid for reprocessing while sterilization cap was attached. Then, abnormal conduction of scope connector internal circuit board occurred which may led to occurrence of the suggested event. The IFU ((reprocessing manual) states as follows: "1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the cap (mb-156) is not attached to the endoscope. If the cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.